Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver was perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download: passed. The receiver download showed found reboot receiver and error recovery on (B)(6)17 and (B)(6)17 within the investigation window. The reported event of initializing screen without manual restart was the reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined. Confirmed.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.